Manufacturer narrative:
Additional this event was already reported under MDR no.: 1020279-2020-00443. Therefore, it was determined that this case does not meet the threshold for reporting. If further details are provided, our files will be updated accordingly.

Event description:
It was reported that on (B)(6) 2019 patient had a fall with subsequent dislocation, a reduction was performed to correct the issue. Patient dislocated twice again and another reduction was performed. The event will result on a revision surgery booked for an unknown date. Primary surgery performed (B)(6) 2014.